Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 424 mg/dl at time of incident. Customer stated that it was less than 24 hours from the low battery alert to the off no power alert. Customer stated that the second occurrence of off no power in less than 24 hours after low battery warning. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue using the pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.